Event description:
The dealer states that the back canes were broke when they put it in the vehicle. The dealer also states that there is an issue with the part that attaches to the wheel just falls off. He also states that the connecting link is sliding, he said this is an issue he has across the board with the chairs with foot brakes.